Manufacturer narrative:
The actual device used during the case was returned and evaluated. Visual examination of the balloon catheter revealed that the shaft is kinked at the distal part. Visual examination of the balloon material revealed that there is a radial burst in the middle of the balloon. All pieces of the balloon material were recovered without surgical intervention. A review of the device history record did not detect any deficiencies in the manufacturing process. The event has been confirmed; however, the exact cause for the event is unk.

Event description:
It has been reported to us that during the procedure, the balloon deflated. No additional info has been provided.